Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issues. As received, a complete lead was returned in one piece for analysis with the helix was partially retracted and clogged with blood/tissue. The reported events of helix mechanism issues were confirmed. A visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issue reported in the field. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. The cause of the reported events of helix mechanism issues were isolated to the helix being clogged with blood/tissue. No anomalies were seen. Correction: h6 - medical device problem code - should be only "2923 - device dislodged or dislocated" and "1254 - difficult to fold, unfold or collapse" and updated b5.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, once the physician deployed the right atrial (ra) lead at the desired position, it was found to be dislodged. Additionally, during the maneuvering, the helix exhibited rotation issues. The ra lead was not used and replaced. The patient was in stable condition.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, once the physician deployed the right atrial (ra) lead at the desired position, it was found to be dislodged. Additionally, during the maneuvering, the helix of the ra lead failed to extend and retract. The ra lead was not used and replaced. The patient was in stable condition.